Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose levels. The customer had been taking antibiotics for a urinary tract infection, and was experiencing unusually high blood glucose levels. The reported blood glucose reading at the time of the call was 434 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother didn't have the tubing clamp to conduct the high pressure test. The mother asked to have the insulin pump replaced. Nothing further was reported.